Event description:
It was reported that during preventive maintenance (pm) performed by a getting service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a damaged helium tank knob. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp). Getinge field service engineer (fse) verified the unit and confirmed that the helium tank valve knob was damaged. The helium tank valve knob (0366-00-0092) was replaced. The full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. The device is functioning in accordance with factory specifications currently and is cleared for clinical use. There was no patient involvement.

Manufacturer narrative:
Additional contact person information: name: (B)(6). Occupation: biomedical engineer.